Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator experienced a background fault, expiratory pressure out of range (oor). The device was available for evaluation. A review of the logs confirmed the reported expiratory pressure out of range which did not cause backup ventilation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One eva was returned to medtronic for analysis. A visual inspection was carried out on the returned component, and no anomalies were observed. The eva was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. While performing calibrations, the ventilator failed the ¿exhalation valve calibration¿ for "pressure sensor cross-check failed.¿ the calibration failure was isolated to the pressure sensor (ps1) on the exhalation sensor printed circuit board assembly (pcba) of the eva. If a complete failure of the ps1 occurs while in use on a patient, the ventilator response would be backup ventilation (buv) to the patient. The cause of the event was determined to be an issue with the ps1 on the exhalation sensor pcba of the eva which lead to out of range expiratory pressure measurements. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator experienced a background fault, expiratory pressure out of range (oor). The ventilator was not in use on a patient at the time of the reported event. Reportability was reassessed based on the product analysis findings.